Manufacturer narrative:
During further evaluation, it was also observed that the bearings were worn out and loose which created a situation where the cutter could not be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. It was also observed that the device failed cutter insertion. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to damaged bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was running at 111 degrees which is above the operational specifications (110 degree), the bearings and the gears were worn out and corroded causing the device to exceed the operational specification. Therefore, the reported condition was duplicated and confirmed. However, the assignable root cause could not be determined as the evaluation is still ongoing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the attachment device bearings were damaged, had fallen apart, was missing balls, the cage did not exist and the symbol was missing. It was further determined that the device failed the following pre-tests: for visual assessment and cutter insertion and temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearings were damaged, fell apart, the balls were missing and the cage did not exist. It was also observed that the symbol was missing. Therefore, the reported condition was duplicated and confirmed. However, the assignable root cause could not be determined at this time as the evaluation is still on-going. If additional information should become available, a supplemental medwatch report will be sent accordingly.